Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer stated that their blood glucose (bg) level would be impacted; however, the exact value was not provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided. The customer indicated that they would contact their healthcare provider to obtain backup insulin therapy.